Event description:
It was reported that during a planned revision surgery of a pedicle screw system, the surgeon couldn't get the locking caps unlocked. Subsequently, four screwdrivers and a handle were broken in the process of trying to get the caps unlocked. The pedicle screw and cap devices were originally implanted approximately two years ago to correct adult scoliosis. This complaint is alleged against the screwdrivers and handle, not the locking caps or screws. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided. Implant and explant dates: device is an instrument and is not implanted/explanted. A review of the device history records was performed and revealed there were no issues during the manufacture of the subject device lot that would contribute to the complaint event. There were no non-conformances generated during the production of the subject device lot. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: summary: four matrix t25 drivers (stripped: (B)(4) lot 6612208, (B)(4) lot 6670698 and (B)(4) lot 6755440 and broken: (B)(4) lot 7575336) were received damaged. Additionally one ratcheting t-handle ((B)(4) lot 6455797) was received with the handled unthreading from the instrument. No design or manufacturing deficiencies were identified for the returned drivers. At the time of release, all drivers conformed to the supplier's certificate of conformance and were inspected and conformed to the synthes final inspection sheet. No material review reports, non-conformance reports or complaint related issues were related with these lots. A ratcheting handle as returned because the ratchet came loose from the handle. This instrument is over 4 years old and the amount of torque applied to the screw is unknown. At the time of manufacture, the instrument is torque tested and must withstand a reverse torque of at least 15nm. Two possible root causes: over time the master bond broke down or an excessive amount of torque was applied. Relevant drawings for the returned instruments were reviewed. The drawings were found suitable to determine the intended device design, application and dimensional conformity. The drivers were found to have met the drawing specifications. The failures are consistent with the application of excessive torque when inserting/removing the locking caps, however it is not possible to know the condition of the drivers prior to the procedure, as such it is not possible to discern whether they were damaged in this procedure or previously. No design or manufacturing deficiencies were identified for the returned drivers. Additionally the calculated occurrence rate is acceptable under the system risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.